Manufacturer narrative:
The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damages or defects were found that would result in the needle deploying early; the cause of the reported event could not be conclusively determined. The exposed portion of the soft cannula was observed to be torn and shortened. It is unknown when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.g975usqu9ixe1 hardware: sm-g975u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.+

Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.